Event description:
Litigation alleges, patient had pain and discomfort; the formation of metallosis and pseudotumors which have damaged bone and tissue; stiffness, inflammation; chromium and cobalt metal toxicity and lack of mobility after asr hip implant.

Manufacturer narrative:
Update: (B)(4) 2013 - ppd received. Part/lot and doi information have been updated for the left hip. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Event description:
Update 10/03/2013 - plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.